Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to worsening mitral regurgitation. It was reported that a mitraclip procedure was performed on 10/10/2018. The patient presented with functional mitral regurgitation, dilated cardiomyopathy, and leaflet tethering. One mitraclip was implanted without a reported device issue, reducing the mr to grade 1+. A couple hours later, the patient had become hypotensive and arterial blood showed elevated lactate, suggesting hemodynamic compromise. An echocardiogram was performed and cardiac tamponade was noted. As treatment, pericardiocentesis was performed. Per physician, elevated lactate, hemodynamic compromise, cardiac tamponade with pericardiocentesis and hospitalization were unrelated to the mitraclip device. There was no device malfunction. On (B)(6) 2018, the patient was discharged from the hospital. On (B)(6) 2018, a follow-up echocardiogram was performed. Mr grade 2+ was noted. There was no device malfunction. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: during the mitraclip procedure on (B)(6) 2018, and while advancing a non-abbott sheath for the atrial septal puncture, a little resistance was noted while the sheath advanced to the right atrial free wall. Cardiac tamponade had then occurred. Per physician, the cardiac tamponade was unrelated to the mitraclip device. There was no device malfunction. On (B)(6) 2019, the increased mitral regurgitation (mr) to grade 2+ was an indentation of the jet. Reportedly, this was not a new jet and the increased mr was due to physiological variations. The clip had remained stable and well seated. There was no suspected or confirmed tissue injury due to the device. The physician indicated the increased mr were unrelated to the mitraclip device.

Manufacturer narrative:
(B)(4). Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. In this case, there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to case circumstances. Reportedly, the increased mr was due to physiological variations. There is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the new information received that the increased mr is unrelated to the mitraclip device, this event would no longer meet criteria of MDR reportable.